Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation, and a data log review was not required for this case. According to the provided clinical details, the vascular surgery successfully resolved the access site bleeding issue. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The complainant reported that hematoma was noted at impella cp access site post percutaneous coronary intervention procedure in holding area. The team provided manual pressure to site with no change. The patient became volume dependent and required pressor support. The patient was brought for a computed tomography scan and arterial bleed noted at the right femoral artery. The patient was transfused with multiple blood products. In the operating room, impella was weaned and explanted and vessel repaired. Hemostasis achieved. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿